Event description:
Consumer claims to have been pierced at a retail vendor in 2000. Eight days later consumer sought medical treatment for redness and swelling at the piercing site and prescribed antibiotics. On next visit eight days later, ear was still swollen and another antibiotic was prescribed.